Manufacturer narrative:
Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damage, deformation of the housing, deposits or other abnormalities. The following observations were made during the visual inspection: no visible defects. Adjustability test: in this step, it was investigated whether the adjustable progav 2.0 can be successfully set to each specified pressure setting. It was checked whether the valve is fully adjustable within the full range of specified pressure settings (in increments of 5 cmh2o). The progav 2.0 was found to be adjustable to all pressure settings. Results: based on our investigation results, we cannot determine any adjustment difficulties at the time of our investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: from our point of view, no further regulatory actions are required. Return of product: we will return the investigated product to the sender for our own relief.

Event description:
It has been reported that a progav 2.0 shunt system (#fx434-t) is not adjustable prior to impalntation on (B)(6) 2023. The shunt system was not implanted. The complainant's device was returned to the manufacturer for evaluation. No patient was involved.